Event description:
Procedure: foot and ankle surgery. As reported in the medical journal article "severe scar problems following use of a locking barbed skin closure system in the foot" wound irritation dehiscence. Severe scar problems following use of a locking barbed skin closure system in the foot. Majid chowdhry mbbs, mrcsa, samrendu singh ma, five out of 11 (45%) cases had varying degrees of wound irritation and dehiscence due to prominent barbs (cases 1, 4 and 6). Invariably barb excision in clinic was necessary and seemed to resolve the problem without the need to resort to formal scar excision and reclosure.

Manufacturer narrative:
(B)(4).